Event description:
It was reported that occasionally the delta xl and infinity explorer screens go black at the same time during anesthesia . No patient injury was reported. (B) (4).

Manufacturer narrative:
Draeger evaluated the complaint and has determined that the monitor logs have been overwritten and no further information could be gained as to what occurred during the cited event. Therefore, the cause of the loss of patient parameter from the display screen of the patient monitor could not be determined. No actions are planned by draeger at this time. We will continue to monitor for similar reports of this condition.